Manufacturer narrative:
.

Event description:
The patient reported, that he became constipated and was hospitalized for a total of 14 days. Fourteen pounds of excrement were found in his intestines and he had surgery (date and type not reported). He reported that his condition was fair, that he was at home, and that he is still healing from his surgery. The patient also reported poorer pain control since his pump replacement. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.